Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms (alarm 12, 16, 9), an altitude alarm and a cartridge alarm (alarm 25) had been received. The malfunction alarm 9 was cleared when tandem technical support assisted the customer with resetting the pump. The 2 additional malfunction alarms cleared without customer interaction. Customer declined to provide further information regarding the altitude and cartridge alarm. Customer's blood glucose was 353 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarms were verified; however, the other reported issues could not be verified.